Manufacturer narrative:
Manufacturers ref# (B)(4) blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: this complaint is being opened to address a in-graft thrombus in a patient enrolled in the zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2024, the 74-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-44-233 and a distal zta-p-46-179 from zone 3 to above celiac. Distal neck was reported with an inverted funnel shape, radius of curvature was < 20 mm and localized angle was > 45 degrees in the area of implantation. Proximal neck diameter was 38mm, distal neck diameter was 35-36mm. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2026, follow-up CT (computed tomography) revealed patent study devices, thrombus in the zta-p-46-179 (current complaint), no device issues. No information regarding treatment of thrombus was provided. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The event is related to the implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label. According to the IFU, excessive (> 25%) graft diameter oversizing can lead to increased risk of thrombosis. A definitive cause for the in-graft thrombus formation was identified. The event is attributed to incorrect planning and sizing in relation to the patient¿s anatomical characteristics as vessel angulation (>45°), a reduced aortic curvature radius (<20 mm), and an inverted funnel-shaped distal neck. Additionally, excessive oversizing of the implanted stent graft (zta-p-46-179) approx.30% relative to the reported distal neck diameter of 35¿36 mm further contributed to compromised flow conditions, promoting thrombus formation. These conditions are inconsistent with the instructions for use (IFU), which clearly state that localized angulation should not exceed 45 degrees and that the aortic arch radius of curvature should be =20 mm. The IFU also recommends that landing zones be positioned within straight, parallel aortic segments free of acute angulation. Furthermore, the IFU cautions that excessive oversizing of the stent graft may impact flow and increase the risk of thrombus formation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study synopsis: a type ib endoleak, thrombus, and aortic rupture were noted 655 days post-procedure. On (B)(6) 2024, the 74-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-44-233 and a distal zta-p-46-179, starting at zone 3. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2024, the patient experienced an infection, treated with medications, which was not related to the study devices or procedure. On (B)(6) 2024, follow-up CT revealed patent study devices, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, the patient experienced pain from cerclage wires after pacemaker insertion, treated with removal of the wires, which was not related to the study devices or procedure. On (B)(6) 2024, the patient experienced a fall which resulted in dislocation of left d2 metacarpophalangeal joint and concussion. The dislocated joint was splinted. These events were considered not related to the study devices or procedure. No 12-month follow-up visit occurred. On (B)(6) 2026, follow-up CT revealed patent study devices, thrombus in a study device (queried which one), no device issues, and a type ib endoleak. On the same date, the patient was diagnosed with aortic rupture at the stented segment. This was treated with a secondary intervention on the same date, which was distal placement of a proximal component (zta-p-46-125). This was considered unsuccessful as the type ib endoleak persisted. On (B)(6) 2026, another secondary intervention was done - placement of a t-branch device. The aortic rupture event was considered related to the study device, procedure, and treated aortic disease, but not due to a device deficiency. Additional information 30apr2026: thrombus in the distal device (zta-p-46-179) the type 1b endoleak cause the aortic/aneurysm rupture. Endoleak was on the device placed during the secondary intervention: zta-p-46-125 . Patient outcome: the 2nd secondary intervention was considered successful. The event was considered resolved without sequelae on 30mar2026. The patient remains in the study; data collection is ongoing.